Manufacturer narrative:
After further review, it was determined this is not a reportable complaint. Therefore, manufacturer report # 2017233-2023-04070 is being retracted. There is no reportable allegation of device deficiency or malfunction.

Manufacturer narrative:
Manufacturing records were reviewed, and the device met all pre-release specifications. The origin of the obstruction and its composition could not be determined; therefore, the cause for the reported inability to deploy could not be established with the available information. The physician reported suspicion of a hole in the balloon causing the inability to deploy failure mode, but this report was not confirmed during the evaluation since pressure was not observed at the balloon during inflation attempts, nor were any leaks detected at the balloon or otherwise. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the celiac artery during a physician-modified endovascular graft (pmeg) procedure. After the vbx device was advanced into the celiac artery the physician attempted to deploy the device. However, after deployment was initiated, the physician was only able to get the device to 4 atmospheres and was unable to complete full expansion. The delivery catheter was successfully removed and an 8mm bosten scientific mustang balloon dilatation catheter was advanced to complete full expansion. The patient did not experience any adverse consequences.